Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
The diamondback coronary orbital atherectomy device became stuck in a lesion in the popliteal artery. The lesion was highly calcified and the vessel was 90-99% stenotic. Troubleshooting attempts were made for over 30 minutes, and the device was eventually removed with use of an angioplasty balloon. The patient was well following the procedure.

Manufacturer narrative:
Failure analysis conclusion: the oad was received at csi for analysis. During testing the oad functioned as intended. There was no damage observed on the components that would have contributed to the reported event. There was some adhered biological material on the driveshaft and crown which may have contributed to the reported complaint. However, this is not confirmed. Analysis did not identify any damage that may have contributed to the accumulating material. The morphology and exact root cause of the accumulated biological material is unknown. At the conclusion of the failure analysis investigation the reported stuck-in-lesion event could not be confirmed through analysis.